Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen. The problem occurred during testing in biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported white screen which was observed when powering on the device. The cause was determined to be a defective liquid crystal device (lcd) display which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.